Event description:
It was reported that the device had its service indicator illuminated and logged a critical event code. This could prevent the device from delivering defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report reads: the device was returned to the customer for use. Should read: the device was returned to physio-control for further evaluation. Physio-control further evaluated the removed system pcb assembly at the failure analysis center. No failure of the assembly could be found. This device was reported on medwatch report number 3015876-2012-00520 with a different failure mode; however after investigation, it was determined to be related to the same failure reported on this medwatch report (3015876-2012-00531). Medwatch report number 3015876-2012-00520 contains the remainder of the device investigation.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.